Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-723a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap and metal cap are detached and returned; the glass cap exhibit severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at the completion of the benign prostatic hyperplasia (bph) procedure (107,989 joules used; 17 minutes expended), when the physician retrieved the fiber from the patient, the metal fiber tip came off of the fiber outside of the patient. The fiber tip was cleaned during the procedure. No harm to the patient reported.